Event description:
A patient wore a pod on the arm for between 37 to 48 hours. During wear, the patient experienced persistent hyperglycemia, with blood glucose values consistently exceeding 300 mg/dl and at times reaching extremely elevated levels such as 500 mg/dl. Blood glucose measurements obtained by both fingerstick testing and continuous glucose monitoring indicated poor glycemic control, and insulin delivery via the pod was reported to be ineffective. The patient has a known adhesive allergy and developed a localized skin reaction at the pod insertion site during wear, characterized by erythema and swelling. A subcutaneous abscess measuring approximately 1.5 × 1.5 cm (marble-sized) subsequently formed at the insertion site. It was reported that insulin may have been delivered into the affected tissue rather than adequately absorbed, which may have contributed to ongoing hyperglycemia. Associated symptoms included abdominal pain, attributed to elevated blood glucose levels. On (B)(6) 2026, the patient presented to the emergency department, where medical assistance was required. Clinical evaluation confirmed an allergic reaction at the insertion site with an associated subcutaneous abscess. The abscess was manually expressed by an emergency physician without the need for surgical incision. The site did not bleed, and purulent material was expressed. Initial management included local site cleaning using octeniderm and initiation of antihistamine therapy (desloratadine 1.5 mg once daily), which resulted in reported improvement. The patient remained hospitalized for overnight observation and monitoring. Glucose management required intervention outside of the pod system. The patient¿s condition stabilized, and discharge was documented on (B)(6) 2026. Following discharge, a new pod and new sensor were successfully applied. Additional information was received on april 13, 2026. The sensor glucose values were reported to be lower than the fingerstick blood glucose measurements.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was returned and evaluated. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.